Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the event occurred while in the cath lab with no pt involvement. During pretest, the balloon would not inflate. As a result, the catheter was not used. A new kit was opened and used successfully. No delay or interruption in therapy noted. No report of pt death, complications or injury. The pt's outcome is good.